Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged a 2 millimeter inaccuracy. During registration, landmarks around the patient's teeth were 2 millimeters inaccurate laterally and all other landmarks were accurate. In trouble-shooting, a pointmerge registration was completed, however, the surgeon chose not to use that registration. A second tracer registration was completed, showing the same inaccuracy as initially seen. Synergy cranial application was used to complete the procedure using env suctions. The surgeon opted to continue the procedure using the tracer registration, with knowledge of the inaccuracy, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up, reported that once in the cranial application, the surgeon tried a tracer registration again and still felt inaccurate at the teeth - even though it was not included in the scan. The scan was not to protocol. The surgeon continued with the surgery noting the inaccuracy. No patient harm. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A medtronic representative reported that the surgeon is aware of the imaging protocol and has not had any further issues with registration since issue occurred. The software investigation found that the reported event was unrelated to a software issue. The cause was that the scan was not to the imaging protocol. The software functioned as designed.